Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultrasoft lancing device would not penetrate. The medical affairs specialist mailed a letter on nine days later, since the user could not be reached by telephone for further clarification; this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began 4 to 6 weeks before calling lfs. He reported that he has been testing less since the problem began. At the time of the reported issue, on two days earlier, the patient reported feeling shaky. He drank orange juice to bring his blood glucose levels back up. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter ws replaced. This complaint is reported, as the issue was not resolved and the patient claimed he had a hypoglycemic episode after the reported began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.